Manufacturer narrative:
(B)(4)

Event description:
During a patient use case, the user is questioning the interruption of the analysis process and the voice prompts stating "do not touch the patient" repeated three times. The patient outcome is unknown.